Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic due to receiving a patient alert. High, out of range and low, out of range high voltage lead impedances were noted. Fracture of the svc coil was suspected due to a sharp angle under the clavicle observed on cine images. The svc coil was programmed off.